Event description:
A journal article was reviewed which contained information regarding this device. The patient presented to the emergency department due to a single "nonsyncopal" implantable cardioverter defibrillator (ICD) shock. The device had stored the episode as ventricular fibrillation (vf). Interrogation of the device did not reveal any "abnormal" parameters for sensing and pacing. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "a single shock during an episode of ventricular tachycardia: is the device working properly?" Indian pacing and electrophysiology journal. (B)(4) 2012; 12(5):226-228.